Event description:
Rptr has been employed in the field of MFR of health care devices since 1969. Rptr recently became aware of the use of oxygen delivery systems and devices that can deliver lethal gas pressures to pts undergoing therapy or treatment. At the root of the hazard is the fact that regulators used on oxygen cylinders reduce the cylinder pressure from up to 2000 pounds per square inch down to just 55 pounds per square inch. In hosps, the piped gas systems operate at the same 55 pounds per square inch. In many applications the oxygen first passes through a flow metering device (a flowmeter) so as to deliver a controlled flow. The oxygen is often delivered to the pt by a face mask. The rate rarely exceeds 25 liters per minute. Because the face mask is not tight-fitting (and even usually has vent holes in it) the pressure of the oxygen in the confines of the mask quickly falls to near atmospheric pressure. There is essentially no danger that the pt's lungs will be pressurized. That is, the pt breathes freely (inhaling and exhaling). In other applications the oxygen passes through the floweter and then is delivered to the pt by intubation. When this method is used there is usually a device in the gas "circuit" that provides an escape route for excess gas (so as to prevent pressurizing the pt's lungs). If that escape route is blocked the pt's lungs are subject to the full 55 pounds per square inch (that produces the oxygen flow). According to rptr's limited medical knowledge, the human lungs can withstand a pressure of only a fraction of the 55 pounds per square inch. Rptr believes a pressure of only 3 to 4 pounds might cause the lungs to rupture. Several respiratory therapists associate gas flow rate and gas pressure in this way; they believe that low rate of gas flow is related to low pressure. When rptr attempts to explain that an empty gas-tight tank, connected to a flowmeter which is fed by a 55 psi source of gas will eventually reach a pressure of 55 psi no matter how low the flow rate, they disagree. They argue that with a low flow rate there is a corresponding low pressure. This is absolutely incorrect. Rptr states that any and all circuits that deliver gas to a pt, in a "closed" system, should be provided with a pressure limiting device to preclude the possibility of hazardous pressure.